Event description:
Six hours after injecting the pt with juvederm ultra xc to the nasolabial folds, marionette lines, and sulci the pt experienced mild tenderness, mild swelling, redness and what she thought might be pimple forming at the left nasolabial fold. The pt was pretreated with blt cream to the injection sites prior to injection. Three days after injection, the pt called the physician and reported bruising, pain, and swelling at the left nasolabial fold. The doctor noted red/purple discoloration at the site and prescribed duricef. The pt called one day later and reported a purple spot at the left eye at the intercanthus. The pt was treated and allergan has been unable to determine if the intervention was required to hasten the resolution of symptoms, or if it was required to prevent worsening of symptoms that would lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4)